Event description:
It was reported the pt experienced severe discomfort, tenderness and warmth at the ipg site after charging. In addition, the pt had shooting pains down the leg. Follow-up revealed the pt was seen by the physician on (B)(6) 2013. The cause of the pain is unk. The pt was advised to charge frequently and to decrease duration.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.